Manufacturer narrative:
Reported event of stent deployed prematurely. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex¿ colonic stent was to be used in the descending colon to treat a stricture due to cancer during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy had been dilated prior to stent placement. According to the complainant, after deploying half of the stent, the physician attempted to reconstrain. However, the stent prematurely deployed. The physician attempted to reposition the stent to the correct location using a forceps but failed to do so. Another wallflex¿ colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.